Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 512 mg/dl at the time of the incident. The customer was at 312 mg/dl at the time of admission. The customer was given intravenous potassium chloride to treat. The customer experienced symptoms such as dehydration. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. Customer reported pump physical damage that made the reservoir not lock in place. The customer also had a low of 46 mg/dl when they push back the reservoir is pushed out of the pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with operating currents within specifications. Unit passed self-test and unexpected restart error test. Unable to perform rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, dat and displacement test due to totally broken off reservoir tube lip and missing reservoir tube lip o-ring. Unit was received with cracked case at the battery tube threads. Unit was received with minor scratched display window and case.